Manufacturer narrative:
Motor error alarm during the basic occlusion test due to faulty force sensor resistance (gold). The motor was tested outside of the device and passed. Unable to confirm motor position encoder alarm due to overwritten history file.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 400 mg/dl. The customer did not provide the symptoms regarding high blood glucose. The customer was treated for the high blood glucose with insulin pump. The customer declined troubleshooting for high blood glucose level. Customer stated that the insulin pump had motor error. The customer¿s blood glucose level was unknown at the time of the incident. The drive support cap was normal. Customer was able to successfully clear the alarm. Customer was able to complete insulin pump rewind. The insulin pump was returned for analysis. Unomed inf set. Frn-unk-rsvr.